Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that eight years and four months following the implant of this transcatheter bioprosthetic pulmonary valve a second bioprosthetic transcatheter pulmonary valve was implanted valve in valve due to stent fracture and stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.